Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year and seven months following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), during a revision of the source of pulmonary blood flow, a 12 millimeter (mm) gradient was noted. Due to the stenosis, a second tpbv was implanted. No additional adverse patient effects were reported.